Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the client reports that the device was applied on the pt in (B) (6) 2001. In 2006, the pt complained from vaginal flow; in 2007, the device was rejected. Since the date, incontinence problems have reappeared. No further pt info was provided.